Event description:
It was reported that balloon rupture occurred. The patient presented for treatment of a left arteriovenous fistula. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, upon initial inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.